Manufacturer narrative:
F10: the foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor did not provide information regarding if this device was on a patient when the problem occurred, carefusion has requested this information from the distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of january 30, 2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was reported to carefusion by foreign distributor in (B)(6). Our dealer claims this unit is alarming vent inop and motor fault and circuit fault when the ventilator is powered up.